Event description:
It was reported that a cartridge alarm intermittently occurred during basal delivery with multiple cartridges. Customer's blood glucose level was 166-220 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.